Event description:
According to the reporter, the catheter was installed on (B)(6) 2023, on an elderly patient undergoing nighttime apd (automated peritoneal dialysis) therapy, and the break occurred in (B)(6) 2025 while at the patient's home. An abdominal x-ray taken on (B)(6) 2025, reported, "in its distal subcutaneous path, approximately 12 mm (millimeters) prior to the cuff that delimits its entry into the abdominal cavity, a marked angulation of the catheter was identified, associated with a small segment of discontinuity in its radiopaque line, a finding suggestive of catheter fracture. Audible or visual alarms generated by electromechanical devices. The sample was not available for collection, as it was discarded due to contamination.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the catheter showed visible signs of use and a cut below its cuff. There appeared to be no other abnormalities with the device. It was reported that there was a break on the catheter shaft and the catheter was kinked. The reported issues were confirmed. The most likely cause could not be established from the information available. This issue can occur if the catheter is dislodged by the patient during movement, creating stress at the cuff. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: a3a(removed), a3b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter was installed on (B)(6) 2023, on an elderly patient undergoing nighttime apd (automated peritoneal dialysis) therapy, and the break occurred in (B)(6) 2025 while at the patient's home. An abdominal x-ray taken on (B)(6) 2025, reported, "in its distal subcutaneous path, approximately 12 mm (millimeters) prior to the cuff that delimits its entry into the abdominal cavity, a marked angulation of the catheter was identified, associated with a small segment of discontinuity in its radiopaque line, a finding suggestive of catheter fracture. Audible or visual alarms generated by electromechanical devices. The sample was not available for collection, as it was discarded due to contamination. There was no leak, and no other defects or damage were found on the product. No cleaning agents or antibiotics were used on the device or by the patient during the life of the catheter, nor were they changed or mixed. The facility did not use a sepsiderm to clean the catheter. The type of ointment used at the exit site was a safety seal or chlorhexidine. The wound dressing used was sterile non-woven gauze (5 x 5 cm), covered with fabric. The wound dressings did not contain any cleansing agents or antimicrobial properties. A daily exit site healing was a part of catheter main tenance. The catheter was in place for 2 years and 4 months from its implantation until the incident. Nothing unusual was observed with the device prior to the problem. There was no blood loss, and no blood transfusion was required.

Manufacturer narrative:
Additional information: a4(weight in lbs), b5, d6b, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: mozarc medical conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one catheter that had visible signs of use and a cut below its cuff. It was reported that there was a break on the catheter shaft and that the catheter was kinked. The reported issues were confirmed. The most likely cause could not be established from the information available. This issue can occur if the catheter is dislodged during movement, causing stress at the cuff. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all mozarc medical quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: removed (d6a) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a1, d6a, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter was installed on (B)(6) 2023, on an elderly patient undergoing nighttime apd (automated peritoneal dialysis) therapy, and the break occurred in (B)(6) 2025 while at the patient's home. An abdominal x-ray taken on (B)(6) 2025, reported, "in its distal subcutaneous path, approximately 12 mm (millimeters) prior to the cuff that delimits its entry into the abdominal cavity, a marked angulation of the catheter was identified, associated with a small segment of discontinuity in its radiopaque line, a finding suggestive of catheter fracture. Audible or visual alarms generated by electromechanical devices. The sample was not available for collection, as it was discarded due to contamination. There was no leak, and no other defects or damage were found on the product. No cleaning agents or antibiotics were used on the device or by the patient during the life of the catheter, nor were they changed or mixed. The facility did not use a sepsiderm to clean the catheter. The type of ointment used at the exit site was a safety seal or chlorhexidine. The wound dressing used was sterile non-woven gauze (5 x 5 cm), covered with fabric. The wound dressings did not contain any cleansing agents or antimicrobial properties. A daily exit site healing was a part of catheter main tenance. The catheter had been in place for 2 years and 5 months. Nothing unusual was observed with the device prior to the problem. There was no blood loss, and no blood transfusion was required.